Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld where the battery cell connects to pad p4 of the battery c/a board. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the loose spot weld.